Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the bolus calculator does not calculate a correction bolus. The caller reported that the correction bolus was missing and therefore bolus manually decreased by 0.2 e to 3.8 e. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.